Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Investigation coordinated by synthes anspach. Report received indicates the reporters complaint of intermittent operation could not be confirmed. The device was tested and the complaint wasn't duplicated. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.

Event description:
It was reported that during unknown surgery, it was discovered that the recon sagittal saw with key for trauma recon system is hesitating and running intermittently. Spare device was available to complete the surgery. There was no delay happened in surgical procedure due to reported event. Procedure was completed successfully without any harm to patient. This 1 of 1 device for this event reported on complaint (B)(4).